Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath with the versacross connect for faradrive it was difficult to advance the sheath during transseptal puncture. There was no issue during preparation of the devices and no observed defect. The physician believes it was patient anatomy that made the crossing more difficult. The procedure was completed using the original device and no return is expected.